Manufacturer narrative:
Additional information in b5 (describe event or problem).

Event description:
During the ivtm therapy for an out of hospital cardiac arrest (oohca) patient, the user noticed that the saline bag was emptying, and the color of the saline was slightly rose in color. The user discontinued the ivtm therapy due to a possible saline leak from the icy catheter (lot #unknown). The user checked the outer part of the catheter and found no leaks. The dwell time of the catheter was approximately 24 hours. The user replaced the catheter, and the patient was successfully cooled. The customer discarded the removed catheter. The customer reported no patient injury. No consequences or impact to the patient.

Event description:
During the ivtm therapy for an out of hospital cardiac arrest (oohca) patient, the user noticed that the saline bag was emptying, and the color of the saline was slightly rose in color. The user discontinued the ivtm therapy due to a possible saline leak from the icy catheter (lot #unknown). The user checked the outer part of the catheter and found no leaks. The customer discarded the catheter, and no further information was provided. The customer reported no patient injury. No consequences or impact to the patient.

Manufacturer narrative:
The icy catheter involved in the reported complaint will not be returned for investigation because the customer has disposed of it. Therefore, a physical investigation could not be performed, and the root cause could not be determined.